Manufacturer narrative:
Method: at this time the device has not been received, once received an evaluation and investigation will be performed. A review of the device history records (DHR) was conducted. Results: a review of the device history record (DHR) was conducted for the lot number provided, and the device passed all mfg specifications prior to release. Conclusion: based on the info received the suspect catheter was cut at the skin level, leading to a piece of catheter left in the body. This required surgical removal, as the user failed to follow instructions. Use error caused the event. Dfu and patient catheter removal instructions includes the following info: on-q catheter - pt guideline insert. Do not cut or pull hard to remove the catheter. On-q catheter - directions for use: do not cut or forcefully remove catheter. Info from this incident will be included in our product complaint and MDR trend reporting system. Additional investigation may arise from ongoing analysis, trend info, or other analysis as appropriate.

Event description:
Drug/diluent: not applicable. Fill volume: not applicable. Flow rate: not applicable. Procedure: abdominal plasty. Cathplace: abdomen above the incision. Date of surgery: (B)(6) 2013. (Info was reported). Physician called to report: husband cut the catheter upon removal at the skin level. The nurse was trying to find out if it was radiopage so they can determine how to remove the catheter. At this time it was just cut, and the pt was just brought into the office. (Additional info received (B)(6) 2013). The pt went back to the operating room to have the remaining catheter removed. (Date not provided). (Note: the lot number reported by the end use (0201002597) belongs to the on-q pump. The info for the sub-component suspect catheter. The mfg and exp date belong to the final product.)